Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011. Fse found and replaced a broken wash buffer reservoir fitting. Fse filled reservoir and ensured integrity by priming reservoir.

Event description:
A customer contacted beckman coulter inc. (Bci) concerning a leak that was located at the wash buffer connection to the fluidics tray. There was no user exposure to the leaking wash buffer.